Manufacturer narrative:
The controller was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to improper handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller had a broken connection. The controller was exchanged for the backup controller. No patient complications have been reported as a result of this event.